Manufacturer narrative:
\ The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri scaffold on (B)(6) 2014 as part of a revision to a primary augmentation of the right breast. The concomitant breast implant was originally implanted earlier on (B)(6) 2014. Post implantation of the seri scaffold, the healthcare professional noted an infection had developed in the right breast on (B)(6) 2014. The pt was treated with antibiotics, and both devices were surgically removed on (B)(6) 2014. The seri was discarded and is unavailable for return.